Event description:
Healthcare professional reported "patient had pain in the breast and was asked to undergo tests, as the physical examination revealed a suspected rupture of the prosthesis" against unknown side. Device remains implanted.

Manufacturer narrative:
Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.